Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to normal battery depletion. The customer's blood glucose level ranged from 594-595 mg/dl. The customer delivered a correction bolus to address high bg. Customer confirmed that pump powered on and continued using the pump for insulin therapy.